Manufacturer narrative:
Concomitant continued: a2dr01 ipg implanted: (B)(6) 2013.

Event description:
It was reported that there was atrial undersensing observed on atrial tachycardia (at)/ atrial fibrillation (af) episodes recorded. The lead remains in use. No patient complications have been reported as a result of this event.